Manufacturer narrative:
The lead was left in this pacing configuration and the physician planned to continue monitoring the lead. There were no adverse patient effects reported due to the clinical observations. The lead remains in service.

Event description:
Boston scientific crm received information that this left ventricular (lv) pacing lead exhibited a significant increase in pacing thresholds, resulting in a loss of lv capture and rv-only pacing for this patient. Sensing was good. Also, out of range pacing impedance measurements were observed. The field representative checked the lead in other pacing configurations. All except the lv ring to coil configuration had pacing impedances of >2000 ohms. In lv ring to coil, the impedance was 327 ohms and thresholds were 1.2v@0.5ms.